Event description:
It was reported that a homecare pt experienced obturator difficulties. The obturator is bent and it's hard to insert inside trach. The involved devices have not been returned to the manufacturer for analysis and investigation as of the date on this report.